Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation /perforation (uterus)"), device dislocation ("migration /migration of essure device") and pelvic pain ("severe pelvic pain /pain") in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included yeast infection. Concurrent conditions included endometriosis since 30-oct-2008, adnexal torsion since 15-sep-2017 and tenderness since 12-nov-2008. On (B)(6) 2006, the patient had essure (ess205) inserted. In december 2006, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("mensrtuation issues"), infection ("infection"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (underwent laparoscopic surgical hysterectomy), and surgery (laparoscopically assisted supracervical hysterectomy lysis of adhesions, correction of episictomy). Essure (ess205) was removed on 1-dec-2008. At the time of the report, the uterine perforation, device dislocation, menstrual disorder and infection outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and dyspareunia had resolved. The reporter considered device dislocation, dyspareunia, infection, menorrhagia, menstrual disorder, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details, specify:14apr2006 :essure device placed hysteroscopically. Procedure performed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound uterus - on an unknown date: show that the pain is related to upper pad uterus 12-jul-2006: hysterosalpingogram : total bilateral occlusion. "Concerning the injuries reported in this case, the following ones were described in patients medical record: confirming- dyspareunia, pelvic pain. " most recent follow-up information incorporated above includes: on 9-apr-2018: pfs and mr received-event"abnormal bleeding (menorrhagia), abnormal bleeding(vaginal), dyspareunia (painful sexual intercourse) , pain, perforation (uterus) " from pfs , concomitant condition, lab test reporter added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation /perforation (uterus)'), device dislocation ('migration /migration of essure device/migration of essure device location of device: partway down the tube') and pelvic pain ('severe pelvic pain /pain') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included yeast infection and urination pain. Concurrent conditions included adnexal torsion since (B)(6) 2017, tenderness since (B)(6) 2008, endometriosis since (B)(6) 2008, cough, chest pain, diarrhea, pruritus and rash. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2006, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("mensrtuation issues"), infection ("infection"), urinary tract disorder ("bladder/ urinary problems") and bladder disorder ("bladder/ urinary problems"). The patient was treated with surgery (laparoscopically assisted supracervical hysterectomy lysis of adhesions, correction of episictomy and underwent laparoscopic surgical hysterectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the uterine perforation, device dislocation, menstrual disorder and infection outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, urinary tract disorder and bladder disorder had resolved. The reporter considered bladder disorder, device dislocation, dyspareunia, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details, specify:(B)(6) 2006 :essure device placed hysteroscopically. Procedure performed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Ultrasound uterus - on an unknown date: results: show that the pain is related to upper pad uterus. "Concerning the injuries reported in this case, the following one/ones were described in patients medical record: confirming- dyspareunia, pelvic pain. " quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation /perforation (uterus)'), device dislocation ('migration /migration of essure device/migration of essure device location of device: partway down the tube') and pelvic pain ('severe pelvic pain /pain') in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included yeast infection and urination pain. Concurrent conditions included adnexal torsion since (B)(6) 2017, tenderness since (B)(6) 2008, endometriosis since (B)(6) 2008, cough, chest pain, diarrhea, pruritus and rash. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2006, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("mensrtuation issues"), infection ("infection"), urinary tract disorder ("bladder/ urinary problems") and bladder disorder ("bladder/ urinary problems"). The patient was treated with surgery (laparoscopically assisted supracervical hysterectomy lysis of adhesions, correction of episictomy and underwent laparoscopic surgical hysterectomy). Essure (ess205) was removed on (B)(6) 2008. At the time of the report, the uterine perforation, device dislocation, menstrual disorder and infection outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, urinary tract disorder and bladder disorder had resolved. The reporter considered bladder disorder, device dislocation, dyspareunia, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details, specify:(B)(6) 2006 :essure device placed hysteroscopically. Procedure performed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion.. Ultrasound uterus - on an unknown date: results: show that the pain is related to upper pad uterus. "Concerning the injuries reported in this case, the following one/ones were described in patients medical record: confirming- dyspareunia, pelvic pain. " most recent follow-up information incorporated above includes: on 9-jan-2020: ppf received events " bladder / urinary problems" was added. Outcome of events " pain, bleeding, bladder / urinary problems" were update as recovered. Reporter information was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and infection ("infection"). The patient was treated with surgery (underwent laparoscopic surgical hysterectomy) and surgery (underwent laparoscopic surgical hysterectomy). Essure (ess205) was removed. At the time of the report, the uterine perforation, device dislocation, menstrual disorder and infection outcome was unknown. The reporter considered device dislocation, infection, menstrual disorder and uterine perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.